Event description:
It was reported that the device was tilted and had perforated the mesentery. On (B)(6) 2000, the patient was implanted with a greenfield filter. The patient was experiencing lower extremity deep vein thrombosis (dvt). On (B)(6) 2019, the patient received an abdominal CT scan to evaluate inferior vena cava (ivc) filter placement. The filter apex was approximately 3.8 cm distal to the bilateral renal veins. The filter was slightly tilted anteriorly by approximately 10 degrees and the apex appeared to be embedded within the anterior wall. There was also projection of the distal struts beyond the confines of the wall of the ivc. Though some of this may have been secondary to beam-hardening anteriorly, they appeared to terminate outside the ivc by up to approximately 2 mm. The remaining struts also projected just at the ivc wall or beyond it. The exact location was difficult to ascertain. No further patient complications were reported.